Event description:
The steris print out for the tray noted to have warning: "sterilization not complete, fill problem, parameters met, indicator passed. This was not noticed until during the incisional hernia repair procedure.====================== manufacturer response for sterilizer, steris corporation======================the steris clinical education specialist was present and stated that the instruments were indeed not sterilized appropriately and sent in a steris repair man. We do not have a response as of this date.